Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for two patient samples tested with the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer. The erroneous initial results were reported outside of the laboratory and questioned. The samples were repeated and the repeat results were believed to be correct. The first patient sample initially resulted with a troponin t value of 6.7 pg/ml. The sample was repeated, resulting with a value of 67.7 pg/ml. The sample was repeated five more times as part of a precision study, resulting with values of 70.05 pg/ml accompanied by a data flag, 69.13 ng/ml accompanied by a data flag, 68.26 ng/ml accompanied by a data flag, 68.01 ng/ml accompanied by a data flag, 69.49 ng/ml accompanied by a data flag. The second patient sample initially resulted with a troponin t value of 93.9 pg/ml accompanied by a data flag on (B)(6) 2019. The sample was repeated, resulting with a value of < 5 pg/ml. A second sample from this same patient was tested, resulting with a troponin t value of < 5 pg/ml on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 34585201, with an expiration date of 31-dec-2019. The field service engineer determined that the mixer paddle was bent. He replaced the mixer paddle, performed maintenance, replaced the measuring cell, and checked the adjustments. For the last calibration, calibration signals for one level were slightly higher than expected and calibration signals for the second level were slightly lower than expected. Quality controls were within range, which did not indicate a performance issue with either the reagent or instrument. The sample centrifugation conditions were outside of tube manufacturer recommendations. Upon review of the alarm trace, aspiration errors occurred on (B)(6) 2019. The investigation could not identify a product problem. The cause of the event could not be determined.